Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical device reprocessing staff identified that item (B)(4) (41mm acetabular grater head) was broken. The item was discarded and a replacement is required. No further information is available. Please send replacement item directly to the account at (B)(6). No charge po to ship replacement item on is: (B)(4); ship to: (B)(4). Bill to: (B)(4). Thank you. (B)(6). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes